Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "viscosity was different and product left the eye earlier than expected" (device operates differently than expected). A surgeon reported that the viscoelastic's viscosity was different and it "left the eye earlier than expected". It was reported that the surgery was completed, there was no additional medical intervention, and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B)(4) when additional reportable information becomes available. (B)(4) .